Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no pump error 25 alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no pump error 25 alarm recorded in the formatted history file. However, low battery alert was found on: (B)(6) 2024 04:00:00.000. Insert battery alarm was found on: (B)(6) 2024 09:15:42.000, (B)(6) 2024 10:38:58.000, (B)(6) 2024 10:55:19.000 and (B)(6) 2024 11:05:00.000. Power loss alarm was found on: (B)(6) 2024 12:09:18.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 9:18:59 am. There was no power data available for the event date of 02-oct-2024. Unable to check power data for low battery alert and power loss alarm. No unexpected pump error 25 alarm, low battery alert and power loss alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 02-oct-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 00:41:00.000, (B)(6) 2024 09:12:00.000, (B)(6) 2024 03:26:00.000, (B)(6) 2024 10:01:00.000 and (B)(6) 2024 10:11:00.000. Sgcalibrationerror (776) was found on: (B)(6) 2024 12:29:04.000. Sgcalibrationerror2 (838) was found on: (B)(6) 2024 12:47:33.000, (B)(6) 2024 12:48:27.000, (B)(6) 2024 13:50:13.000, (B)(6) 2024 13:53:48.000, (B)(6) 2024 14:45:26.000 and (B)(6) 2024 15:05:51.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Customer alleged for pump error 25 alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running). The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed. Customer reported receiving a power error detected alarm. Customer was able to clear alarm and complete rewind. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1885l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.